Event description:
Information received from the field does not address the patient's clinical status but notes that the device would not interrogate and there was no magnet response. The device was subsequently replaced.